Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint was confirmed by field service representative (fsr). The fsr removed the faulty level sensor, installed an alarm level sensor from another 8k unit that is currently not in use and completed preventative maintenance (pm). The fsr ordered a new alarm level sensor and will return to install. The unit operated to manufacturer specifications and was returned to clinical use. The suspect level sensor was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he discovered faulty alarm level sensor. The sensor disconnected light was lit on level detect side of the safety monitor when the level sensor was connected. So the wire inside the level sensor cable is probably broken. The level sensor does not work. Since the event occurred during preventative maintenance, there was no patient involvement.